Event description:
Primary stability achieved, no osseointegration. Immediate implantation after root fracture. At time of surgery complication in site preparation - epicolar defect of the socket after tooth fracture. Chronic osteitis, pain, swelling.